Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd luer-lok¿ syringe scale marking was light. Report 3 of 4. The following was translated from japanese to english: this report is about faded printing. The printing on the syringe was faded. 1. Printing defect 2, 2. Kneading fm 21, 3. Scratches 3, 4. Plunger stopper deformation 2.

Event description:
It was reported that 3 of the bd luer-lok¿ syringe scale marking was light. Report 3 of 4. The following was translated from japanese to english: this report is about faded printing. The printing on the syringe was faded. Printing defect 2 kneading fm 21 scratches 3 plunger stopper deformation 2.

Manufacturer narrative:
H.6. Investigation summary: it was reported the customer received multiple defective units. To aid in the investigation twenty-eight samples with no packaging blisters and seven photos were received for evaluation by our quality team. A visual inspection was performed with 10x magnification. Sixteen samples have embedded degraded resin, two samples have rolled rubber stoppers, two samples have light barrel scale printing, and one sample has a syringe barrel scratch. Seven samples have no defects or imperfections. The seven photos show some of the samples received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. For the damaged parts defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringes. The samples will be shown to the associates for awareness. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.